Event description:
An endurant stent graft system was implanted in a patient for the emergent endovascular treatment of a 4.6 cm abdominal aortic aneurysm approximately one month ago. Neck angulation is 60 degrees. The proximal neck measures 23mm in diameter, the proximal neck just above the aneurysm measures 27mm in diameter and the length of the neck is 12mm. It was reported that there was a proximal type I endoleak observed. A cuff was implanted to resolve the endoleak. The endoleak mostly resolved after placement of the cuff; therefore, the procedure was concluded and the decision was made to monitor the patient. It was also reported that the patient has a left accessory renal artery and this may be the cause of the endoleak. If the endoleak persists the physician will perform a secondary procedure and coil the renal artery. The physician will be monitored. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (angulated aortic neck, accessory renal artery). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (angulated aortic neck, accessory renal artery).